Event description:
Complainant alleged that during a pt (age and gender unk) procedure, the clinicians were unable to analyze the pt's ECG rhythm, using the unit in AED mode, as the device screen displayed an "ECG too large" message. There was no indication of any adverse effect on the pt as a result of the reported malfunction. Numerous attempts were made to obtain additional pt and event info from the complainant. All attempts were unsuccessful.